Event description:
During the index procedure the patient had a 3.0 x 18 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the proximal lcx to treat the target lesion. A second 3.0 x 12 mm resolute integrity stent was subsequently implanted in the proximal lcx to treat a dissection or other causes of abrupt vessel closure in area adjacent to original target lesion site. No other clinical sequelae were reported.